Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 4. Reference MFR. Report #: 3006705815-2020-30575, reference MFR. Report #: 3006705815-2020-30576, reference MFR. Report #: 3006705815-2020-30577. It was reported the patient experienced lead migration. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
It is not known which of the four lead serial numbers were explanted, therefore all four are being reported. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician explanted and replaced the three migrated leads on (B)(6) 2020, which resolved the issue. Postoperatively, the patient reportedly had effectively therapy.